Manufacturer narrative:
(B)(4). The device was returned for analysis. The separation was confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. The lot history review revealed no anomaly relating to the reported event and no other similar product experience reports received. All the shipped products were inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The device is manufactured by (B)(4), registration number: (B)(4). Abbott (B)(4) distributes the device and is responsible for MDR reporting.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, mildly calcified right coronary artery. The tip of the confianza guide wire separated during retraction after numerous attempts to cross the chronic total occlusion was only partially successful. It became clear the guide wire was not entering the true lumen of the artery. Some resistance was felt during retraction. There were no attempts made to retrieve the separated tip. No additional information was provided.